Manufacturer narrative:
(B)(6). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
During treatment of an in-stent restenosis to the superficial femoral artery (sfa), it was reported that a saber balloon was delivered to the lesion and inflated. However, it ruptured at 3 atmospheres (atm). Therefore the balloon removed from the patient intact and another balloon was used to complete the procedure successfully. There was no reported patient injury. The product will be returned for analysis. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally, maintaining negative pressure. The lesion was moderately calcified and mildly tortuous. The rate of stenosis was unknown. The following information is unknown, the contrast media used, the contrast to saline ratio, the type and brand of inflation device used, or if the same indeflator was used successfully with other devices. It is also unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. It is unknown if there was difficulty advancing the balloon catheter through the vessel, if the balloon catheter kink while being used, if the balloon ruptured during its initial inflation, how many times was the balloon inflated or how many times was the balloon inserted into the patient.

Manufacturer narrative:
Complaint conclusion: during treatment of an in-stent restenosis to the superficial femoral artery (sfa), it was reported that a saber balloon catheter (bc) was delivered to the lesion and inflated. However, it ruptured at 3 atm (three atmospheres). Therefore the balloon removed from the patient intact and another balloon was used to complete the procedure successfully. There was no reported patient injury. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally, maintaining negative pressure. The lesion was moderately calcified and mildly tortuous. The rate of stenosis was unknown. The following information is unknown, the contrast media used, the contrast to saline ratio, the type and brand of inflation device used, or if the same indeflator was used successfully with other devices. It is also unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. It is unknown if there was difficulty advancing the balloon catheter through the vessel, if the balloon catheter kink while being used, if the balloon ruptured during its initial inflation, how many times was the balloon inflated or how many times was the balloon inserted into the patient. The product was returned for analysis. One non-sterile unit of saber 5mm x 10cm 155cm bc was returned. Per visual analysis the balloon was observed to be burst. No other damages were noted in the device. Pressurized water was applied to the catheter using an indeflator (lab sample), and a burst was observed in the balloon. Per sem analysis neither the external nor internal surfaces revealed evidence of damage that could be related to the balloon burst. The marker bands did not reveal any evidence of damage. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17327622 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (moderate calcification and mild tortuosity) may have contributed to the burst. Neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.